Manufacturer narrative:
(B)(4). One (1) connector with sterile sleeve was received for investigation. After a thorough visual inspection was performed the complaint was confirmed. The sleeve exhibits a tear in the sleeve itself adjacent to the connector coupler. The device history file is not available for review in the us. The complaint has been confirmed. Operational context has been assigned as the root cause; rough and/or unusually abusive handling. No corrective/preventative actions will be assigned. The complaint has been confirmed. However, inspection documents and certificate of compliance indicate there were no reported product anomalies or manufacturing process errors that could have caused the damaged sleeve. Given a lack of detailed information concerning the damaged sleeve and how it may have happened, the root cause assigned will reflect the damage happened post manufacturing. No further action is required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a tear in sterile plastic sleeve at the junction with the socket. Noticed prior to start of the procedure, another tray was opened and used to complete the procedure.